Event description:
Customer reported a no delivery alarm due to a bad connection. Customer also reported receiving a motor error alarm during prime. Customer stated that they use the sensor feature on the insulin pump. Customer's current blood glucose reading is 115 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. Unable to perform displacement test and verify e70 alarm, no delivery alarm, memory anomaly, basal rate erased anomaly due to motor error alarm. The insulin pump was received with cracked case at display window corners, cracked reservoir tube lip and missing end cap sticker.